Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics assembly. Moisture damage was also noted to the motor assembly. No keypad anomaly or reset anomaly could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 102 mg/dl at the time of the call. The customer's insulin pump fell into the bathtub. The customer's stated that the buttons are unresponsive and is receiving a blank screen. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.